Event description:
It was reported the patient experienced ineffective stimulation coverage in her pain pattern. It was also reported the patent's lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where a second lead was implanted and the original lead was repositioned. The patient reported effective stimulation coverage postoperative. Please note: the actual event date is unknown at this time.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.